Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, after the cochlear implant was activated the year following the surgery, the pt did not develop speech and language as anticipated. Results of an integrity test done in 2007 showed normal receiver/stimulator function with multiple abnormal electrode impedance measurements. The pt's device was explanted about 4 months later, and a new device was reimplanted during the same surgery.